Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have eroded through the skin. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.